Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the deployed stent was returned for analysis; the delivery system was not returned. A visual examination of the stent found multiple pinholes measuring less than 1mm in diameter in the silicone coating. No other issues were noted with the profile of the stent. The most probable root cause classification of this investigation is undeterminable. From the information available, this device was used per the directions for use (dfu) / product label. In addition, it is noted that pain is listed as a potential adverse effect associated with esophageal stent placement in the dfu.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure. According to the complainant, the patient had mid-esophageal cancer along with an esophageal abscess located in the same vicinity as the tumor tissue. Approximately two weeks prior to (B)(6), 2011, the stent was successfully implanted sealing the abscess. There were no complications during the initial stent placement. On (B)(6), 2011, the patient returned to the hospital complaining of reoccurring pain. The physician endoscopically examined the stent and visualized small holes within the stent cover. The holes were estimated to be 1mm in diameter. Due to the damage of the stent cover, the physician removed the stent without complications. Following removal, the physician determined that the abscess had healed and no further treatment was required. There were no patient complications as a result of this event. The patient's current condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure. According to the complainant, the patient had mid-esophageal cancer along with an esophageal abscess located in the same vicinity as the tumor tissue. Approximately two weeks prior to (B)(6), 2011, the stent was successfully implanted sealing the abscess. There were no complications during the initial stent placement. On (B)(6), 2011, the patient returned to the hospital complaining of reoccurring pain. The physician endoscopically examined the stent and visualized small holes within the stent cover. The holes were estimated to be 1mm in diameter. Due to the damage of the stent cover, the physician removed the stent without complications. Following removal, the physician determined that the abscess had healed and no further treatment was required. There were no patient complications as a result of this event. The patient's current condition was reported to be stable.